Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site. It was reported that the ventilator failed pre-use check. The air gas module was found defective. The conclusion was that the reported issue was solved by replacing o2 gas module. The received device logs revealed that the ventilator failed internal leakage and pressure transducer test during pre. Use check at (B)(6) 2020. No parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator did not pass the pre-use check. There was no patient involvement. (B)(4).